Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Product analysis identified a longitudinal tear on the balloon material of the device and there were no other issues noted with the returned device. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure and blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and when positive pressure was applied, when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately at the proximal edge of the distal markerband and extending approximately 1mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands of the device that could have contributed to the complaint event. A visual and tactile examination of the device identified no issues with the shaft of the device that could have contributed to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-apr-2018. It was reported that the device could not cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right circumflex artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. Upon introduction, it was noted that the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the balloon has a longitudinal tear.